Event description:
It was reported that during the implant attempt the doctor was not able to place the lead through the introducer because "something in there was broken". The lead was not used and a new lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
We are redacting this report because it is a duplicate of the same event (serial number had been incorrect) already reported in 2649622-2011-12989.